Event description:
It was reported that interrogation failed, and a message was observed. It was unknown whether the issue was with the implantable cardioverter defibrillator (ICD) or the programmer. The programmer was rebooted, and interrogation was successful. The patient was stable.